Event description:
During a coronary drug eluting treatment procedure, deflation issue occurred. The 75% stenotic lesion in the proximal left anterior descending artery (lad) was predilated with a maverick 2.5 x 15 mm balloon. A taxus express2 8.8% 2.75 x 16 mm was successfully deployed in the proximal lad at 14 atms. Upon removing the balloon, difficulty deflating the balloon was encountered. A large syringe was used to successfully deflate the balloon. No further intervention was noted. Pt status is reported as "good."